Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed due to (0 vdc). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter timer not advancing. No injury or medical intervention was reported.